Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement computer shipped to site 04/21/2016. Medtronic investigation of returned suspect computer finds that initial power on was successful, navigation system post's and boots to log-in screen. Launched application and navigated without issue. Navigation system up and running while navigating 12 hours plus. Navigation system passed phd. On 04/21/2016 a medtronic representative, following-up at the site, reported that after testing the navigation system for approximately one hour, experienced unresponsive mouse on the select surgeon screen, the monitor screen went half black/half blue ¿ split left/right then no display/no input detected. Power-cycling the monitor displayed logo screen, then resumed black screen. A navigation system re-boot restored normal function. This behavior was seen, again, and the mouse light was blinking on and off when this occurred. Replacing computer. On 04/25/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No further issues have been reported.

Event description:
A site registered nurse (rn) reported that their navigation system intermittently displays no input detected. In trouble-shooting, medtronic representative recommended re-seating the monitor cable. No further details regarding this issue, or specifically when it occurred, were provided. There was no patient present when this issue was identified.